Event description:
It was reported that device went into backup vvi mode after receiving an MRI. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received, the device was not in backup mode. Product code operation had been restored in the field. The reported reset was confirmed via review of a device memory image and was found to be a power on reset. The device was tested on the bench and found to be normal. The cause of the reset was electromagnetic interference due to a MRI.